Event description:
It was reported that the patient with this implantable pacemaker device had an infection. The patient had an abscess-like granulation that was observed in the device pocket. Additionally, this device exhibited undersensing, pacing inhibition and oversensing, this is likely due to lead perforation. Furthermore, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b1. Adverse event/product problem, b2. Outcomes attrib to adv event, b5. Describe event or problem, f10. Patient codes; impact codes and device codes.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The patient had an abscess-like granulation that was observed in the device pocket. There were no additional adverse patient effects reported. The pacemaker was explanted.